Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block but had a heart rate of 40 to 45 beats per minute (bpm). The length of the membranous septum was 2.9mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, patient's intrinsic heart rate was 40 to 45 bpm, and the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was in normal sinus rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. However, after three days later (on 05 apr. 2026), the patient was developed with complete atrioventricular block (cavb) and junctional rhythm. On the same day, a permanent pacemaker was implanted to resolve the event. The patient was reported to be discharged in a stable condition. This complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2026, a 27mm navitor vision valve was implanted. On (B)(6) 2026, the patient experienced heart block and required a pacemaker implant the same day.